Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible erosion and infection. There were bumps and lumps sticking out and would catch on the patient's bra. There were no additional adverse patient effects reported. The rv lead remains in service.